Event description:
On (B)(6) 2014, the patient was implanted with gore® excluder® aaa endoprosthesis to treat a ruptured abdominal aortic aneurysm (aaa). There was approximately 13mm of healthy aortic neck and the aortic neck was highly angulated. It was reported the patient admitted emergently to the hospital with a ruptured aaa, the physician implanted the rmt261418/12540868 device and there was a proximal type I endoleak present. Due to the highly angulated aortic neck and short seal zone the physician chose to convert the patient to open repair. The excluder® device was explanted (discarded at the hospital) and the physician surgically repaired the abdominal aorta. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: leaking: pending rupture or ruptured aneurysms. Adverse events that may occur and/or require intervention include, but are not limited to: surgical conversion.